Manufacturer narrative:
A service record review was completed for this console with no complaints or conditions found related to the alleged failure mode. Visual evaluation of the console found that the bc (5,6) cam cable had a burn mark. The console was functionally tested and the error code was duplicated. The cause of the cable burn mark is unknown.

Event description:
The hospital perfusionist reported an issue encountered with the mps-2 console during use. He reported that the console made "grinding noises" during a procedure. He reported that the console functioned as expected throughout the procedure but during one of the final doses he observed the noise issue. The actual fluid of the dose was not recorded; whether it was arrest or additive agent. It was reported that at closer to the end of the surgery the console ceased to function and displayed an error message. It was reported that the error message continued to display even following console reboot. The console was exchanged for another and the procedure was completed. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.